Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct for a biliary lithotomy for gallstone removal procedure performed on january 05, 2023. During the procedure, the balloon was able to be inflated but the balloon could not deflate. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reported city: (B)(6). Block h6: imdrf device code a140101 captures the reportable event of balloon could not deflated. Block h10: investigation results- the returned extractor pro rx retrieval balloon was analyzed and a visual examination found no damages to the catheter or balloon. Functional analysis was performed and the balloon was inflated without a problem, held pressure and deflated correctly. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon could not deflate was not confirmed. No damages were found on the returned balloon, and it inflated and deflated properly during functional testing. Therefore, the most probable root cause is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Initial reported city: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct for a biliary lithotomy for gallstone removal procedure performed on (B)(6) 2023. During the procedure, the balloon was able to be inflated but the balloon could not deflate. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications as a result of this event.